Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 01/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that after radiofrequency energy delivery prior to closure during the index procedure, the subject developed an adverse event of cephalic vein stenosis. Standard percutaneous transluminous angioplasty treatment was performed in the distal cephalic vein after radiofrequency energy delivery time to treat stenosis. It was further reported that sometime post index procedure, the subject developed an adverse event of contrast reaction. It was also reported that one week and one day post index procedure, during both hemodialysis access circuit and physical assessments on the subject, fistula failure to mature within three months of the index procedure was noted. Reportedly, there have been no device deficiencies, secondary stage procedures, or post procedure interventions reported for this subject to date. The current status of the patient is unknown.